Event description:
It was reported that during a routine follow up, the pacemaker recorded atrial tachycardia response (atr) episodes. The available electrograms showed noise on the right atrial (ra) lead. The atr episodes were inappropriate due to oversensing. Noise was reproduced through isometrics movements in the clinic. Due to the low percentage of atrial pacing, the competitor ra lead will remain in situ and the patient will continue their routine follow-up visits. No adverse patient effects were reported. The device and competitor ra lead remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).